Event description:
Health care professional reports a fiber leak noted during initiation of patient treatment. Health care professional reports the dialyzer was replaced and the treatment continued. Health care professional reports estimated blood loss of 175cc. Health care professional reports the dialyzer was reused 26 times prior to this report. Health care professional reports no patient injury or medical intervention required.